Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on an unknown date and mesh was used. The patient underwent a nonrelated operation after the hernia repair procedure on an unknown date. During the second procedure, the surgeon noted a small bowell obstruction and adhesions on the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Small bowel obstruction. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.